Event description:
The reporter stated that the patient experienced elevated blood glucose of 550 mg/dl; the patient was reportedly removed from the pump and treated with injections. The reporter stated that the pump emitted multiple occlusion alarms but did not indicate if the occlusion alarms occurred during basal delivery, bolus delivery, or both. The reporter stated that the cartridge, site, and set were changed multiple times but the occlusion alarms continued. The reporter stated that the infusion set and tubing were typically changed every three days and the cartridge once per week. The reporter could not provide additional information on the event or the patients pump use. The reporter declined troubleshooting as the patient was on a back up treatment plan.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.